Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed an oil leak. This was attributed to normal wear. Unit was repaired and returned to the customer on (B)(4) 2013.

Event description:
The customer returned the device reporting it does not work. During service technician found an oil leak. This is report 1 of 1 for (B)(4).